Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector sys. During the procedure, the surgeon noticed that the haptic was damaged. Intervention was performed in order to enlarge the incision, remove the damaged lens, and suture the incision. Reference MDR #2031924-2010-00173.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b+l and subjected to visual inspection. Results revealed that the lens was torn in half. The trailing haptic plate and haptic loop had been torn away from the lens and were stuck in the returned inserter. The leading haptic and optic were returned in a lens case. The condition of the lens is consistent with damage resulting from injector use. In addition, three retain sample lenses were taken from the same mfg lot as the damaged iol and were subjected to dimensional inspection. All three lenses were within specifications.